Event description:
After a tcar procedure, patient did not respond to commands. Stat stroke protocol alert was called. A perfusion scan and cta brain/neck was performed. The physician stated that the stent was opened, cta was positive for stroke. There was blood in right ventricle. Additional information indicated the enroute 0.014" wire was inserted, but the wire kinked. The physician opened an abbott whisper wire and utilized to cross the lesion. Procedure was completed utilizing the whisper wire. The whisper guidewire advanced into the cerebral vasculature which likely caused haemorrhagic intraventricular intraprocedural stroke. Further, it was determined that a dissection occurred. It is unclear what caused the dissection, and the dissection event was left untreated.

Manufacturer narrative:
Complaint investigation is underway and will be attached to this report.

Manufacturer narrative:
Complaint investigation is underway.

Event description:
After a tcar procedure, patient did not respond to commands. Stat stroke protocol alert was called. A perfusion scan and cta brain/neck was performed. The physician stated that the stent was opened, cta was positive for stroke. There was blood in right ventricle. Additional information indicated the enroute 0.014" wire was inserted, but the wire kinked. The physician opened an abbott whisper wire and utilized to cross the lesion. Procedure was completed utilizing the whisper wire. The whisper guidewire advanced into the cerebral vasculature which likely caused haemorrhagic intraventricular intraprocedural stroke. Further, it was determined that a dissection occurred. It is unclear what caused the dissection, and the dissection event was left untreated.